Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported not working onsite and no video signal is being transmitted to the output monitor and indicator lights are blinking during inspection for use involving an olympus video system center. There was no patient injury reported.